Event description:
Prosthetic joint infection.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation and no medical records or x-rays were made available for evaluation due to hospital policy. Review of the device history records indicates all devices accepted into final stock met specifications. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. Complaint history review: there have been no other events for this lot or sterile lot. Review of the sterilization records verified the sterility of the reported product lot. The reported event is not device related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.

Event description:
Prosthetic joint infection

Manufacturer narrative:
An evaluation of the device cannot be performed. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Cat. No.: 5520-b-500, triathlon prim cem fxd bplt #5, lot code: s9k3b; cat. No.: 5515-f-602, triathlon ps fem component, cemented, lot code: girja; cat. No.: 5550-g-339, triathlon symmetric x3 patella, lot code: 17e0.